Manufacturer narrative:
The field service representative (fsr) found the power manager with a damaged connector to the battery cable and the power manager not to power the power supplies. He replaced the power manager board and the battery cable assembly. The unit operated to the manufacturer's specifications. The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).

Event description:
It was reported that the power manager was damaged. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.